Event description:
In 2008, a clinical incident involving an ultravac arthrowand and atlas controller was reported to arthrocare corporation. During an arthroscopy procedure of the knee, the patient sustained a burn (severity, location, and size not disclosed). Awaiting further information regarding injury, treatment, and patient information.

Manufacturer narrative:
The atlas controller was returned to manufacturer for evaluation. The atlas controller was tested according to arthrocare's test procedure which includes checks of the default and maximum set points at specific resistance values, checks of the open circuit output voltages, check of the coagulation open circuit output voltage, checks of the maximum loaded voltage, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. Based on the testing performed and the information provided by the user facility, no conclusion can be made. Two devices, ultravac with integrated cable (catalog no. Asc5000-01) and atlas controller (catalog no. H3000-00), were used in the same procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-2008-00017 and 2951580-2007-00018.